Event description:
Dräger received an ufr stating the following: "excessive pressure occurred during use, resulting in patient injury during respiration." The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The only source of information was the ufr submitted by the hospital to the national competent authority; there was no involvement of the local dräger s&s organization into any follow-up measures. Dräger reached out to the contact person named in the ufr but no further details could be obtained. Especially, the type of injury could not be clarified. There is no clear hint for the presence of a malfunction in the ufr but a use error cannot be excluded. This postulation is based on the following: the risk management concept of the device in regard to protection against potentially hazardous output of pressure is based on the threshold of the "airway pressure high" alarm that has to be set by the user for the individual patient. If this threshold is met during use, the device will abort the breathing hub and regulate the pressure down to peep level. If there is a transient rise in airway pressure that goes up for 5mbar above the "airway pressure high" alarm threshold, the device will release the pressure from the pneumatic system via a dedicated safety valve to ambient. Testing of the safety valve is part of the pre-use check; this includes the membrane system as well as the magnetic valve used for actuation. A serious injury caused by excessive pressure is thus only plausible when the threshold for "airway pressure high" alarm had an inadequate setting for the individual patient or - under consideration that a malfunction of the safety valve has occurred - when the user has omitted the pre-use check of the safety valve. The involved device is more than 20 years old and has thus lasted significantly longer already than the product's useful life is; status of preventive maintenance and repairs is not known. The available information does not allow a conclusion if a malfunction indeed has occurred or not but even if yes, only a use error as a second fault condition may have let it come into effect. Finally, dräger closes the investigation without a clear result. The case is being reported as a serious injury in abundance of caution since the clinical signs and potential health consequences could not be determined.